Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported constant air in line which were not reproduced while running a loaded set. Constant air in line alarms were verified through a review of the event history log and found that upstream fluid numbers was out of specification. The ultrasonic calibration was performed to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a constant false air in line. There was no patient involvement. No additional information is available.